Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k): k141521, k141597.

Event description:
It was reported that balloon damage occurred. The target lesion was located in the left upper limb arteriovenous fistula. A 7.0 x 60, 75cm mustang balloon catheter was advanced for dilation. During inflation, it was noted that the balloon could not be inflated. When withdrawn and inflated outside the body, it was noted that the balloon was damaged. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that balloon damage occurred. The target lesion was located in the left upper limb arteriovenous fistula. A 7.0 x 60, 75cm mustang balloon catheter was advanced for dilation. During inflation, it was noted that the balloon could not be inflated. When withdrawn and inflated outside the body, it was noted that the balloon was damaged. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the target lesion was 60% stenosed, moderately tortuous and mildly calcified. The balloon body was ruptured. There was no visible pinhole noted.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k): k141521, k141597.

Event description:
It was reported that balloon damage occurred the target lesion was located in the left upper limb arteriovenous fistula. A 7.0 x 60, 75 cm mustang balloon catheter was advanced for dilation. During inflation, it was noted that the balloon could not be inflated. When withdrawn and inflated outside the body, it was noted that the balloon was damaged. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the 60% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel. The balloon body was ruptured. There was no visible pinhole noted.

Manufacturer narrative:
D2b: pro code (product code): fge, lit. G4: premarket/510(k): k141521, k141597. E1: initial reporter address 1: (B)(6). Device evaluated by MFR: the mustang was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A leak test identified a balloon pinhole located approximately 6mm distal of the distal markerband. It is not possible to fully inflate the device with a balloon pinhole. The rated burst pressure for this device as per specification is 20 atmospheres. A visual and tactile examination found the shaft of the device to be kinked at more than one location. A visual and tactile examination found no damage to the tip of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged in the correct position on the device.